Manufacturer narrative:
Customer complained about the device having a blank display and exposed to moisture on event date of (B)(6) 2021. Device received with blank-flashing white lcd display after battery insertion. Unable to perform displacement test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd display. Unable to successfully download history files and traces using thus due to blank-flashing white lcd display. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, cracked battery tube area and scratched case. The device was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, corrosion on the lcd assembly, corrosion on electrical board 1 and moisture damage on electrical board 2 noted during visual inspection of the electronics. Device was confirmed for a blank-flashing white lcd display due to severe corrosion on pins 2-6 (traces have been eaten away - open traces) on the lcd assemblies flex tail traces. Moisture damage was confirmed on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received blank display after battery change. Insulin pump was beeping and vibrating. Insulin pump was exposed to water and customer noticed fluid in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.